Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the reported device migration was found to be user related, due to the initial malpositioning of the proximal cuff in a short neck with significant thrombus in the seal zone. Additionally the patient reportedly was not compliant with follow-up surveillance, which likely contributed to the event. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An afx bifurcated stent graft was implanted with a suprarenal aortic extension to treat an abdominal aortic aneurysm. Review of a CT scan at approximately 5 years post-op noted dilation of the aortic neck, proximal migration of the stent graft system and aneurysmal sac expansion. There was no endoleak noted. Per the physician, the patient had not been compliant in surveillance. The patient status is not known at this time, and a re-intervention may be performed.